Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected high out-of-range shock impedances. Technical services (ts) discussed possible causes and troubleshooting options. The patient was brought to the clinic for evaluation and admitted due to high system impedance. A commanded shock was completed and defibrillation threshold (dft) testing was attempted. A dft test was unsuccessfully. An x-ray was performed the s-ICD system and there was some adipose tissue under the electrode and the s-ICD was a little low in its position. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Field d6b added.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected high out-of-range shock impedances. Technical services (ts) discussed possible causes and troubleshooting options. No adverse patient effects were reported. This product remains in-service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected high out-of-range shock impedances. Technical services (ts) discussed possible causes and troubleshooting options. The patient was brought to the clinic for evaluation and admitted due to high system impedance. A commanded shock was completed and defibrillation threshold (dft) testing was attempted. A dft test was unsuccessfully. An x-ray was performed the s-ICD system and there was some adipose tissue under the electrode and the s-ICD was a little low in its position. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected high out-of-range shock impedances. Technical services (ts) discussed possible causes and troubleshooting options. The patient was brought to the clinic for evaluation and admitted due to high system impedance. A commanded shock was completed and defibrillation threshold (dft) testing was attempted. A dft test was unsuccessfully. An x-ray was performed the s-ICD system and there was some adipose tissue under the electrode and the s-ICD was a little low in its position. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Field d6b added.